Manufacturer narrative:
The actual device was not available; however a photograph of the sample was provided for evaluation. A visual inspection of the photograph with the naked eye noted a female connector separated from the main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. This was noticed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.